Event description:
The customer reported. "When attempting to power vent on, vent gives a constant audible alarm, no error messages displayed and turbine does not turn on. Gives vent inop alarm with both ac and battery."